Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "as the surgeon was preparing the femoral canal with a tapered reamer (size 14/16mm). He was reaming using a t-handle; as he was pulling out the reamer, the reamer snapped in half. The surgeon was able to remove the broken piece of reamer."